Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that an open seal was discovered with the pouch. The actual device was not returned for evaluation. The manufacturing lot number along with photographic evidence was provided for review. The distributor indicated that the defects were found during incoming inspection. A review of the photo confirmed the issue from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. According to the manufacturing process, these parts are manually assembled and packaged per specified work instructions. Once the product is placed into the pouch, the open end is sealed by a heat seal process. The pouches are passed through the machine and heat rollers which seal the product. From the provided photo, there is no visible created seal. Thus, the product was improperly fed into the sealing machine. Therefore a likely root cause for the parts in the seal may be attributed to an operator error. The pouch label, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Additionally, production supervisors and operations were notified of this issue. Based on this information, no further action is required. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that an endoscopic kittner was discovered with a sealing issue. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).